Event description:
It was reported that balloon rupture occurred. Endovascular therapy was performed. The 99% stenosed target lesion was located in the severely calcified posterior tibial artery. After successfully wiring the lesion with non-boston scientific guidewire, a 3.0mm x 30 mm x 143cm coyote nc balloon catheter was advanced for dilatation. However, during the second inflation at 8 atmospheres, the balloon ruptured. The device was removed, and another of the same device completed the procedure and successfully achieved the revascularization. There were no patient complications nor injuries reported.